Event description:
A caller reported that the pump unexpectedly displayed the reset screen. There was no adverse impact to the customer¿s blood glucose level mentioned, as the impact was unknown and the caller declined to provide specific information. The customer was informed by technical support that the pump reset a microprocessor to ensure proper function, which is a built-in safety feature. The customer acknowledged this information and successfully resumed insulin usage after being educated on necessary actions following a pump reset, such as manual restart of dexcom cgm sessions and reloading cartridges.